Event description:
A physician reported a patient who was double skin tested with negative results on 4 february 1997 in the right forearm and 4 march 1997 in the left forearm. On 6 may 1997, she received her second treatment into the upper vermilion border and lower lateral vermilion border. On 28 may 1997, she was seen for an unrelated matter; there were no problems with collagen. On 8 august 1997, she was seen and reported that since 06/1997 (exact date unknown) the treatment sites around the mouth and test sites had intermittently become swollen, indurated, red, and sore. When seen on 08 august 1997, there was an abscess at the left upper mucosa of the vermilion; the physician drained .25 to .5cc green pus, prescribed keflex, and believed the patient had an infection. On 10 august 1997, the symptoms had improved but the abscess in the same area had recurred. Another incision and drainage was performed. On 12 august 1997, symptoms were improved, all test and treatment sites were indurated. The physician believed the patient had developed a hypersensitivity with abscess formation. On 27 august 1997, the symptoms were much improved.